Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation pin 8 was reading open in the trunk cable connector. The root cause for the open wire was unable to be positively identified. There were no adverse events associated with the electrode belt malfunction.